Event description:
It was reported that pump malfunction occurred and displayed malfunction code, with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction returned.